Event description:
Prescriber will be using orthovisc in treatment of osteoarthritis in the right shoulder. Right now it is only indicated in osteoarthritis of the knees. Dose or amount: 30mg; frequency: other; route: intra-articular; dates of use: (B)(6) 2018; is the product compounded? No. Is the product over-the counter? No.